Event description:
Pt reported that he experienced elevated blood glucose of up to 500 mg/dl and went to the hospital on (B)(6) 2011 to be stabilized (type of treatment not provided). He had tripled the bolus dose, but this was not successful. Pt was experiencing "personal problems", which might have contributed to hyperglycemia. Blood glucose had returned to normal at the time of the report, and pt reported the infusion device works as intended. No product was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.